Event description:
Reporter stated that, after firing, the lancet protrudes beyond the end- cap of the multiclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has reported, or intends to report, the event to FDA.